Event description:
The spouse of a (B)(6) pt called zoll customer support to report that the pt was receiving check electrode belt messages. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (check electrode belt messages) was confirmed. Upon investigation to monitor's electrode belt connector was broken free from the monitor case and the connector pulse wire was broken. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted form the damage monitor connector. The pt received a replacement monitor.